Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during archive data review, however, not confirmed during functional testing. No device malfunction was observed during the testing, and the platform worked as intended. The probable root cause was due to a manikin not properly centered on the autopulse platform, or the manikin has shifted during compression or take-up. During visual inspection, no physical damage was observed. During functional testing, no issues were observed. The archive data review showed occurrence of multiple ua07 error message. In addition, ua12 (lifeband not detected) error message was observed. This observation is not related to the reported complaint. User advisory is the clearable error message, and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 07 is an indication that the patient out of position or the patient is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to mitigate patient movement and press restart to clear the user advisory. User advisory (ua) 12 error message is easily clearable by the user. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed, and subsequently restarting the platform. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery for approximately 20 minutes without any fault or error. The load cell characterization test indicated both cell modules are functioning within the specification. The platform passed all functional tests, and is ready for clinical use.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message, and the user was not able to clear the error message. No patient involvement.